Manufacturer narrative:
H.3: evaluation summary: the real time electrogram noise was verified to have occurred on both electrogram channels simultaneously. Thermal and mechanical analysis determined that the noise was caused by leakage across the c36 capacitor. This component is responsible for filtering out noise on the power supply (vbase) and thereby affecting the device's sense and pace functions. The leakage is believed to be caused by the q15 transistor.

Event description:
The device was returned for evaluation having never been implanted. Request for follow-up evaluation regarding sensed events, but no initial complaint. However, upon analysis, the event was reclassified as reportable.